Event description:
It was reported that the patient had difficulty getting the implantable neurostimulator (ins) to communicate with the patient programmer and recharger. The ins experienced a power on reset (por) condition. The patient was able to successfully clear the por with the patient programmer and was able to communicate with both the programmer and recharger. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, explanted: na; product type: lead, product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: na; product type: lead, product ID: 37743, serial# (B)(4); product type: programmer, patient, product ID: 37752, serial# (B)(4); product type: recharger left side system, product ID: 37712, serial# (B)(4), implanted: (B)(6) 2009, explanted: na; product type: implantable neurostimulator, product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: na; product type: lead, product ID: 37743, serial# (B)(4), product type: programmer, patient, product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).